Event description:
See h10.

Manufacturer narrative:
The investigation of the returned web system found the implant separated from the delivery system, and the heater coil windings stretched. The device failed continuity and resistance testing due to the damaged heater coil windings. However, the heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The returned detachment controller (B)(6) was found to function as intended and would not have caused or contributed to the reported event.

Event description:
It was reported the device did not detach. After the web was positioned, the web was attempted to be detached with the wdc, but the web was not detached even after three attempts were made. Although the deflection of the system was removed and the end of the web was held with a microcatheter, the web was not detached. Both the web and wdc were therefore replaced with another web and wdc, which were used without problems. Subsequently, the procedure as successfully completed. No reported injury to the patient.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.